Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation following exposure to a theft detector or security gate at a store. The pt's implantable neurostimulator (ins) was turned on, at the time. The pain went away after the ins was turned off. No further pt symptoms or injury were reported. No info was provided related to the pt's outcome. Additional info was requested, but not yet available at the time of this report.